Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#3006705815-2019-00230, reference MFR. Report#3006705815-2019-00228. It was reported the patient's scs system was explanted due to an unknown reason.

Event description:
Device 2 of 3: reference MFR. Report #3006705815-2019-00230. Reference MFR. Report #3006705815-2019-00228. Follow-up identified the system explant was due to lack of effective pain relief.